Event description:
A surgeon reported that poor aspiration during the I/a (irrigation/aspiration) process. The problem was solved after replacing the product with another one. No harm to the pt was reported. A sample is expected to be returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample is expected. (B)(4).